Manufacturer narrative:
The complaint investigation for falsely depressed alinity I total psa results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and in-house testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations for the complaint issue. In-house accuracy testing of a retained kit of the lot was performed. All specifications were met indicating the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I total psa assay, was identified.

Manufacturer narrative:
Additional information in section d4 - expiration date and h4 - device mfg date. The complaint investigation for falsely depressed alinity I total psa results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and in-house testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 42358fn00 and the complaint issue. In-house accuracy testing of a retained reagent kit of lot 42358fn00 was performed. All specifications were met indicating the lots are performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I total psa reagent, lot number 42358fn00, was identified.

Event description:
The customer observed falsely decreased alinity I total psa results for a patient. The following data was provided: initial result = 50, repeat result several weeks later = <1 there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 7p92-20 / 30 has a similar product distributed in the us, list number 7p92-21 / 31.